Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires and causing the reported "add gel" messages. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.

Event description:
Download data revealed tht a (B)(6) male pt was receiving "add gel" messages without prior gel release. Zoll customer support contacted the pt and issued him a replacement electrode belt.